Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The blood glucose that triggered the suspend event level was 100 points difference. Sensor value that triggered the suspend event was below 60 mg/dl. Suspend on low limit in sensor settings was at 90 mg/dl. No harm requiring medical intervention was reported. The sensor will be returned for analysis.